Manufacturer narrative:
Na

Event description:
It was reported that the lead was being repositioned due to a change in threshold and sensing parameters. During the procedure, the physician elected to replace the lead. There were no consequences to the patient and the patient's condition was good before and after the event.